Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in rv and superior vena cava (svc) coil impedance values and measured with high impedance. A lead fracture was suspected. The lead remains in use. A replacement procedure will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d164vwc implantable cardioverter defibrillator 2008-(B)(6).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on 12-oct and 26-nov-2013. Max defib impedance rises from an approximate baseline of 55 ohm to > 175 ohm the week ending 10-oct-2013. Max svc defib impedance rises from an approximate baseline of 60 ohm to 200 ohm the week ending 10-oct-2013.